Event description:
It was reported that this tachy lead has been observed to double count signals for the r wave. Boston scientific technical services (ts) stated that there are no advisories indicating a history of behavior that would make this lead suspect. The tachy lead remains in service. No adverse patient effects were reported.